Manufacturer narrative:
Device was received with a cracked battery tube threads, a scratched case, a stained keypad overlay and a cracked case-corner of belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specific range. Device was monitored and no unexpected frozen display noted. Device was also monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. (B)(4)

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank, frozen and partial display. Customer reported insulin pump error alarm. They were unable to clear the alarm. Customer was calling after installing new battery and after monitoring insulin pump for two hour; the display was frozen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.